Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Unit passed the displacement test, rewind and self test. No unexpected rewind anomalies noted.

Event description:
The customer reported via phone call that the insulin pump buttons hard to press. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that the insulin pump made grinding noise during rewind and rewind was slow. The insulin pump will not be returned for analysis.